Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. It was confirmed that the black sureform60 reload involved in this incident will not be returned for failure analysis investigation. If additional information is received, a follow-up MDR will be submitted. Stapler log review for the reported incident was completed. The sureform 60 stapler instrument (part #480460-09; lot #t91220127-0111) had 3 complete clamping events. The first 2 were firing events with blue sureform 60 reloads. Out of these 2 firings, one was a complete firing and the second one involved a "tissue too thick to continue" message with completion percentage of 72.63. The third and the last event was just a complete clamping event with a black sureform 60 reload. The second sureform 60 stapler instrument (part #480460-09; lot #t91220127-0112) had 8 complete clamping/firing events and all were successfully completed with completion % >= 100. The reloads colors for this instrument are in the following order: 2 black, 1 green, 2 black, 1 blue, and 2 white. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted bariatric revision (gastric bypass) procedure, tissue was pushed out and not cut after a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, the surgeon had to staple medially to the misfire and excised a little more tissue than planned. The cause of the customer reported failure mode is unknown

Event description:
It was reported during a da vinci-assisted bariatric revision (gastric bypass) procedure that there was a stapler misfire involving a sureform 60 stapler instrument and black sureform 60 reload. As a result, the surgeon had to staple medially to the misfire. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr discussed the case with the surgeon. The sureform 60 stapler instrument was inspected, handled, and used properly before the incident. The sureform 60 instrument was used for approximately 10 minutes before the misfire. The surgeon fired a blue sureform 60 reload and received a ¿tissue too thick to continue¿ message. The surgeon then upsized to a black sureform 60 reload. The alleged stapling misfire occurred during the third fire, when the surgeon attempted to staple the gastric pouch. It is unknown if the surgeon was stapling across previously placed staple lines which were present. There was no issue clamping down on tissue. However, the surgeon encountered tissue bunching and there was tension noted. The staples fired about halfway and the target tissue was pushed out of the stapler and was not stapled/transected. There were a few malformed staples present. Then the surgeon hit the e-stop and used the manual release knob (mrk) to release the stapler jaws from the tissue. The surgeon installed a new stapler instrument, stapled medially, and removed the portion of tissue with the half-fired staples for the specimen. As a result, the surgeon excised a little more tissue than planned. The surgeon dissected the area more and encountered less tension, which led to better visualization of the staple. The surgeon encountered obstructions during stapling as the case was a revision; therefore, the anatomy was torqued. The surgeon observed old staple lines present and staples from the previous fire were present. The following were confirmed: no usage of buttress material, no clamping issues, no tissue calcification, and the tissue was not exposed to radiation. The reload was not available for return, and there is no video recording of the procedure. It was confirmed that the or staff pressed the e-stop button and utilized the mrk to open the jaws and release the tissue successfully. There were no issues when the mrk was used as the system was in a faulted state when the or staff performed the manual release of the sureform 60 instrument. Patient information was requested, but unavailable.